Event description:
The customer contact reported the device alarmed with an e360 (screw rotation error) error code. The device was returned to the biomedical department with an unsigned note that stated, "alarms malfunction code 630." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e360 (screw rotation error) error code was noted. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e360 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.